Event description:
A malfunction was reported on a pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the malfunction code appeared again.